Event description:
Information was received indicating that this ambulatory infusion pump failed flow accuracy testing. No adverse patient effects were reported.

Manufacturer narrative:
One pump was received for investigation. A visual inspection found no physical damage on the device. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. A root cause for the delivery accuracy issues could not be determined.